Manufacturer narrative:
The key market reported that after re-plugging the power supply, and starting the device, the issue was resolved. The device was returned to use.

Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator would not power off. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing.